Manufacturer narrative:
Date of event is an estimated date as the exact event date was not reported.

Event description:
It was reported that the hub detached. A 12 flexima apdl catheter drainage was used. It was noted that the hub detached as the white cuff pulled away from the blue shaft. No patient complications were reported.